Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the handle was in backdown position. There were clamp marks found on the coiled suture lumens and marker tube. The needles were not returned and there was no needle strike mark found on the barrel face. Based on the investigation findings, the clamp marks found on the coiled suture lumen and the collapsed suture tube at the hub area is an indication that a hemostat was applied before the needle deployment. This confirmed the reported experience of failure to deploy needles. Clamping the suture tube interfered with suture deployment and needle trajectory, causing the needle to bend and strike the barrel face. The prostar instructions for use (IFU) states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment. It was also reported that the physician has not been trained directly by an abbott vascular representative. The IFU, states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. There were no abnormal observations with the condition of the returned device that could have contributed to the reported event. The cause for this event is due to user error. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device (B)(4) (operator not trained by an abbott vascular representative). The other prostar xl devices, are being submitted on separate medwatch reports.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel using the pre-close technique with a 10fr sheath prior to an interventional procedure (percutaneous valve implant). The physician then upsized to an 18fr procedural sheath to complete the interventional procedure. Reportedly, when rotating the handle to deploy the needles, resistance was felt. The needles were found to be partially deployed. The backdown technique was used and the device was removed. A second and third prostar xl device were used with the same results. Hemostasis was achieved using a fourth prostar xl device. There were no reported adverse patient sequelae. Reportedly, the physician has not been trained directly by an abbott vascular representative. No additional information was provided.